Event description:
Caller reported a malfunction on pump, but there was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, which resolved the issue. Caller declined further assistance and confirmed that insulin therapy would be resumed independently, with instructions to call back if the malfunction code recurs. Customer may continue to use pump.